Event description:
It was reported that this pacemaker device exhibited farfield oversensing, loss of capture (loc) and noisy signals on the right atrial (ra) channel. Upon review, technical services (ts) stated that there were quite a variety of signals seen on the atrial lead. Ts recommended to in-clinic assessments and troubleshooting options. Ts also suggested to consider an x-ray imaging of the device and lead system for any visible problems or movement and to check the current position of the ra lead. This device currently remains in service. No adverse patient effects were reported.